Event description:
No serious injury alleged. Malfunction alleged. Consumer alleges that the scooter had been acting up off & on for the past year and the scooter has now allegedly quit. The consumer alleges that she removed the shroud and saw the battery terminals had melted to part of the shroud. MDR filed.